Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. Reportedly, the pump's audio alerts were intermittent and the vibratory feature was not working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the pump was returned with the following audio settings: normal bolus/temp basal "off"; audio bolus/alert/reminder/warning/alarm/error "high"; remote bolus "vibrate". The pump powered on with functional auditory and vibratory features. The pump¿s audio tone level was found to be within required specifications. The pump casing was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored and the battery compartment was cracked in two places.